Manufacturer narrative:
Reported event: an event regarding wear involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee has worn post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was further reported that the patient is inquiring whether their implants are part of a recall. Device-identifying information such as catalog number and lot code are required to determine if the devices are subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated that the "plastic part" of his knee is "wearing out" and he requires a revision but does not want to get his whole knee done only the "plastic part". Primary was done in (B)(6) 2004. No additional information provided by patient.